Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding pump power adapter. The customer reports that there are signs of arcing on the pins, and the pins are scored.